Manufacturer narrative:
Please note the correction to b1 and h1 as the report was reconsidered to be a reportable malfunction.

Event description:
As reported: "a t2 humeral nail (ø8 mm, 260 mm) was used for a humeral shaft fracture. Prior to nail insertion, compatibility between the targeting device and the nail was confirmed using the sleeve and drill. After distal screw insertion and compression of the fracture site via backsliding, interference between the drill and the nail was noted during proximal screw insertion. Imaging revealed deformation at the connection part of the nail with the targeting device. After consulting with the surgeon, the nail and distal screw were removed. Upon inspection, deformation at the connection point of the nail was confirmed. The nail was replaced with a ø9 mm, 260 mm nail after additional reaming. The surgery was completed without further interference."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "a t2 humeral nail (ø8 mm, 260 mm) was used for a humeral shaft fracture. Prior to nail insertion, compatibility between the targeting device and the nail was confirmed using the sleeve and drill. After distal screw insertion and compression of the fracture site via backsliding, interference between the drill and the nail was noted during proximal screw insertion. Imaging revealed deformation at the connection part of the nail with the targeting device. After consulting with the surgeon, the nail and distal screw were removed. Upon inspection, deformation at the connection point of the nail was confirmed. The nail was replaced with a ø9 mm, 260 mm nail after additional reaming. The surgery was completed without further interference."